Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(6)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
The customer's wife reported the customer received within ten minutes the readings of 207 mg/dl and 265 mg/dl on his freestyle freedom lite blood glucose meter. The following readings of 206 mg/dl and 207 mg/dl were also reported. However, the customer's wife was unsure which readings were related to the medical event. As result the customer reportedly self-medicated based on readings and then experienced symptoms of lightheadedness, sweatiness and loss of consciousness. No third-party medical intervention was required and no medications were reportedly taken to counteract the event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: regarding the readings of 207 mg/dl and 265 mg/dl, results were plotted on a parkes error grid and fell into the "a" zone showing the difference in values was not clinically significant. Regarding the readings of 207 mg/dl and 206 mg/dl, results were plotted on a parkes error grid and fell into the "a" zone showing the difference in values was not clinically significant.